Manufacturer narrative:
Manufacturers ref# (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k)/PMA p070016. H6) patient code: 3191 - no code available for endoleak. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: multiple aneurysms were confirmed in the descending aorta. A c-tag from another manufacturer was placed in the patient's body to treat his distal aortic arch aneurysm. Below (distal side of) the c-tag, esbe-34-77-t-pf, tbe-32-80-pf and zteg-2d-32-147-pf were placed on (B)(6) 2015 to treat other aneurysms. Esbe-34-77-t-pf or tbe-32-80-pf was placed at the junction of c-tag and zteg-2d-32-147-pf. Type iiia endoleak (separation of the c-tag and tx2) was confirmed (date unknown). From CT images, migration of the tx2 was suspected and it might have caused the type iiia endoleak. It was unknown which tx2 was migrated. Patient outcome: the type iiia endoleak has not been treated but the diameter of the aneurysm has not expanded so far. The doctor will decide future plan with the patient. The patient has been in observation.

Manufacturer narrative:
Manufacturers ref# (B)(4). After investigation this complaint is no longer reportable, as the investigation concludes that the reported event is related to patient condition/lengthening of the aorta. Summary of investigational findings: an 89-year-old male patient had multiple aortic aneurysms, he underwent surgery and a c-tag from gore was inserted. In 2015 other aneurysms were treated by inserting 3 additional stent-grafts distal to the c-tag; zteg-2d-32-147-pf (complaint device), tbe-32-80-pf and esbe-34-77-t-pf. The overlap between the c-tag and the zteg-2d-32-147-pf was 2.5 stents. The anatomy at the overlap between the c-tag and the zteg was reported to be tortuous at the time of the initial procedure. CT images taken in august 2018 revealed a type iiia endoleak, and migration of the tx2 was suspected to be the cause of the endoleak. An attempt to repair the endoleak by inserting a zta-p-34-209-w1 was made, but this failed (refer to (B)(4)). The patient has been in observation, and the diameter of the aneurysm has not expanded so far. A future plan has not yet been decided. CT imaging taken between (B)(6) 2013 and (B)(6) 2019was provided. The cts are pre-implantation and post-implantation at 10 days, 16 months, and 45 months. The imaging quality was extremely limited by 5 mm slice thickness. The imaging underwent expert imaging review, and among the reported findings there was an aortic lengthening where the length from the distal gore c-tag to the celiac artery increased from 115 mm 10 days post implantation to 170 mm at 45 months post implantation. The combination length of the zteg, tbe and esbe shortened only 1 mm before disconnection and only 4 mm after disconnection, therefore inferior migration of the combination was impossible according to the image reviewer. Likewise, because the gore c-tag remained 175 mm long, its superior migration was impossible. Endoleak cannot be evaluated because contrast was not administered on the 16 and 45-months scan, but at a minimum endotension would be transmitted through the separation. Furthermore, maximal distal aneurysm diameter on centerline increased from 89 mm at 10 days post implantation to 93 mm at 45 months post implantation. Based on the imaging review, the separation of the zteg-2d-32-147-pf from the distal gore c-tag because of aortic lengthening is confirmed. The IFU states: the recommended amount of overlap between devices is 3-4 stents. However, the proximal sealing stent of the proximal component or distal sealing stent of the distal component should not be overlapped, as doing so may cause malapposition to the vessel wall. The minimum required amount of overlap between devices is 2 stents (~50 mm) ¿ less than 2 stents may result in endoleak (with or without component separation). Device lengths should be selected accordingly. In this case the overlap was reported to be 2.5 stents. However, the IFU only concerns cook devices, and the overlap required between cooks devices and other manufactures devices is not determined. Based on the provided information and imaging review the likely cause for the reported event is related to patient condition/lengthening of the aorta. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi). 400 daniels way. Bloomington, in 47404. Registration no.: 3005580113. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 25mar2019: esbe-34-77-t-pf (lot e3303968). Tbe-32-80-pf (lot e3270014). Zteg-2d-32-147-pf (lot e3278596). The endoleak was observed august 2018(date unknown). The order of placement of devices proximal to distal location: 1st zteg-2d-32-147-pf. 2nd tbe-32-80-pf. 3rd esbe-34-77-t-pf. All tx2 devices are related to the type 3 endoleak. The zteg and c-tag have a 2.5 stent overlap. Tortuous anatomy was observed at the overlap between the c-tag and tx2 device at the time of the initial procedure. There was no aortic lengthening observed in the interval between implantation and no detection of type iii endoleak. Additional information received 02apr2019: all three devices was implanted in the same procedure. The separation of the three devices from ctag was observed (B)(6) 2018(date unknown).